Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.

Event description:
It was reported via medwatch - (B)(4): the sleeve had melted and burned the patient's left nostril; a 2nd degree burn is being treated with follow up visits to the hospital and prolonged ointment. It was also reported that the procedure was completed successfully without a clinically significant delay.